Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet fluidics management system (fms) in an opened tray was visually inspected. The drain bag was detached from the cover of the cassette due to saturation. The drain bag tape was securely adhered on the cover. The ports of the drain bag were aligned properly on the exit ports of the cover. The sample was tested using a console. The sample could be recognized, and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code 162. A leak occurred at the aspiration tubing to cassette insertion due to lack of solvent created which channeling between the wall of the cassette and the aspiration tubing. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that leakage observed from the pak and aspiration failure during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with new one. There was no patient harm.